Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 false negative sars results for one patient 1 week after onset of symptoms. The customer communicated the result was confirmed positive by alternate testing method (method not provided). The patient quarantined based on exposure. The customer cannot determine which test is erroneous.